Event description:
The pt started experiencing burning sensation at the implantable neurostimulator (ins) location; it was continuous in nature. She was still getting stimulation but the burning sensation was uncomfortable. Movement did not cause the stimulation to change. Impedance measurements were normal. The implantable neurostimulator was reprogrammed. The issue was believed to be device-related. The hcp planned to bring the pt back to the operating room (date not set). Four months later, the pt reported she had a fall on the back on (B) (6) 2009. She was now experiencing pain at the pocket site with the stimulation on or off. She reported that it hurt to turn the stimulation on, the pain was more intense when the stimulation was on and described it as electrical shocking type pain and would not allow the device to be turned on. At the time, impedance measurements were still normal; the highest impedance was 1245 ohms. No x-rays were performed. The lead and the battery were replaced. Impedances were checked on new system and they were normal. The pt was programmed in recovery and did not complain of any (electrical shocking) pain. The product was returned to the manufacturer with the following statement: 'reason for removal: device related - stimulator discharged and never recharged.'

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.